Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported a leak where the clear plastic tubing connects to the white triangle hub of the PICC. The PICC had been placed at an outside facility and was placed in the left brachial. The catheter was removed and the patient's medications were "consolidated/re-timed" to use the one remaining access line. The patient's current condition was reported as "stable".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported a leak where the clear plastic tubing connects to the white triangle hub of the PICC. The PICC had been placed at an outside facility and was placed in the left brachial. The catheter was removed and the patient's medications were "consolidated/re-timed" to use the one remaining access line. The patient's current condition was reported as "stable".